Manufacturer narrative:
No manufacturer investigation was undertaken since this was a foreseen risk in device usage and is clearly noted both in the IFU and the training program. We have attached a copy of the IFU with the relevant text highlighted.

Event description:
Patient attempted to self remove device leading to edema and was referred to surgical circumcision.